Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that last two rows of the drawer were not detected. A field service engineer reseated all internal connections for row boards in drawer 3 to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station mcsicu3 full height cubie drawer did not show the last two rows on the drawer settings. Attempts to recover were unsuccessful, and the system stated that the cubies were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.